Event description:
Information received with return of the explanted device notes that the insulation was cut when a new pulse generator was implanted. Two days later, the patient received "inadequated shocks". The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received